Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient came into the office on (B)(6) 2020 for an adjustment due to lack of efficacy of the pump medication. It was noted the patient has not been responding to multiple adjustments, so it was decided to order a catheter dye study. The dye study was repeated at time of revision and it was determined to be normal. The patient was discharged with no changes made to their catheter. It was decided then to taper him off the hydromorphone and bupivacaine and start on prialt due to lack of relief from these medications. The clinical diagnosis was lack of efficacy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone and bupivacaine) was related and the drug action that caused the event was other: lack of relief from medication. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (8 mg at 2.7337 mg/day) and bupivacaine (22 mg at 7.51769 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient called the office to note breakthrough pain on (B)(6) 2020.  The patient stated the pump medications are not offering any relief.  A catheter dye study was ordered in light of this and performed on (B)(6) 2020, which was found to be abnormal.  A catheter revision was ordered for (B)(6) 2020, however in the operating room another dye study was performed which was found to be normal.  The patient therefore did not undergo a catheter revision.  The patient continued to struggle with pain relief.  The patient was started on intrathecal prialt on (B)(6) 2021.  It was noted that the pump/catheter were uninvolved   the outcome of the event was noted as ongoing.  The clinical diagnosis was breakthrough pain.  The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drugs (hydromorphone and bupivacaine) was possibly related.  The drug action that caused the event was other: lack of efficacy.  The event date was (B)(6) 2021.  No further complications were reported.

Manufacturer narrative:
Information regarding the infection pertains to manufacturer report # 3004209178-2021-03535. If there is additional information regarding that event, it will be sent in that manufacturer report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported before the patient could reach therapeutic level with prialt, the patient got a pump infection and the pump had to be explanted. The outcome of the event was unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient exited the study on (B)(6) 2021. The reason for exit was there was an adverse event where the patient can no longer be followed. No further complications were reported.